Event description:
The physician attempted closure of the arteriotomy with a prostar pxl-8 fr device. At deployment the needles became stuck in the barrel. Back down was attempted, but was not successful. The pt was taken to surgery, where the device was removed. The pt was discharged to home the following day.